Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.00mm x 15mm maverick²¿ balloon catheter was advanced for pre-dilation. However, during the first inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded with blood in the wire and inflation lumen. Microscopic inspection revealed a pinhole in the balloon material located at the distal edge of the proximal markerband. Inspection of the remainder of the device revealed tip damage. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.00mm x 15mm maverick balloon catheter was advanced for pre-dilation. However, during the first inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.